Manufacturer narrative:
Concomitant medical product: erbe electrosurgical generator. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section at 20.7 cm to 23.1 cm from the distal end has bare core wire exposed. The wire guide coating has folded over on itself toward the distal end and has frayed in a small section approximately 22.9 cm to 23.9 cm from the distal end. Wire guide coating has bunched up between 20 cm and 20.7 cm from the distal end. There is a rough area on the wire guide between 161 cm and 166 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. During the evaluation of the wire guide coating, a kink was observed at approximately 5 cm from the distal end. However, the kink is likely the result of the movement difficulty once the wire guide coating stripped. The sphincterotome associated with this device was not included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the wire guide subassembly device history record was performed. Nonconformities that could be related to the observation reported by the user were found in the wire guide subassembly DHR. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspected for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "If preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The coating on the pre-loaded acrobat wire guide peeled off.